Event description:
The customer alleged discrepant results for 12 patients using the tsh, thyrotropin, application on the cobas e601 analyzer. For patients 1 - 3, initial testing was performed on the e601. The 1st repeat was performed on the same analyzer. The 2nd repeat was performed on an abbott axim. The initial results, which were reported outside the laboratory for patients 1 - 3, were questioned by the doctor. Corrected reports were sent with the repeat #1 results, from the e601. The initial result for patient 1 was < 0.05 uiu/ml with a data flag. Repeat #1 was 0.6 uiu/ml. Repeat #2 was 0.4 uui/ml. The initial result for patient 2 was < 0.05 uiu/ml with a data flag. Repeat #1 was 1.6 uiu/ml. Repeat #2 was 0.9 uui/ml. The initial result for patient 3 was < 0.05 uiu/ml with a data flag. Repeat #1 was 0.8 uiu/ml. Repeat #2 was 0.6 uui/ml. Testing for patients 4 - 12 was performed initially on the e601. A single repeat was performed for each sample on the e601. The initial results were reported outside the laboratory. The repeat results from the e601 were sent as corrected reports. The initial result for patient 4 was 0.3 uiu/ml. The repeat result was 1.21 uiu/ml. The initial result for patient 5 was 0 uiu/ml. The repeat result was 1.61 uiu/ml. The initial result for patient 6 was 0.2 uiu/ml. The repeat result was 1.01 uiu/ml. The initial result for patient 7 was 0.1 uiu/ml. The repeat result was 2.44 uiu/ml. The initial result for patient 8 was 1.0 uiu/ml. The repeat result was 2.6 uiu/ml. The initial result for patient 9 was 0.5 uiu/ml. The repeat result was 1.38 uiu/ml. The initial result for patient 10 was 7.8 uiu/ml. The repeat result was 10.36 uiu/ml. The initial result for patient 11 was 0.4 uiu/ml. The repeat result was 3.28 uiu/ml. The initial result for patient 12 was 0.2 uiu/ml. The repeat result was 1.88 uiu/ml. The customer stated the hospital would not provide any information regarding affects to the patients. The tsh reagent lot number was 16037401. The field service representative determined the cause of the event was expired measuring cells. He replaced both measuring cells and ran performance tests, which were within specification.